Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, while taking the implant off the helical blade/screw extractor was stripped and will not detach from the screw. The combination wrench was broken. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for (1) combination wrench 11mm/blade screw. This is report 1 of 2 for complaint (B)(4).